Manufacturer narrative:
The service rep adjusted the collimator blades and recalibrated the collimator. He took fluoro shots to verify proper operation of the c-arm. Proper esd precautions were observed.

Event description:
The customer reported the image on the c-arm is completely black. No pt injury.